Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The system was rebooted by the customer and system functionality was able to be recovered. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.